Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date reported on follow-up mwr-26022019-0000345468 was reported as 2/25/2018, correct date should be 2/25/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Exp date device history lot, please note, this DHR review is for sterilization procedure only: part no.: 404.816s, lot no.: l445583, manufacturing location: selzach, supplier: (B)(4), release to warehouse date: 08 jun 2017, expiry date: 01 may 2027. Non-sterile 404.816 / l434840 was manufactured in grenchen. Release to warehouse date: 24.may.2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Screw blank 404.016.999 / h227965 was made in us, monument. Manufacturing location: monument, released to bp 55: 05-dec-2016, part number: 404.016.999, 3.6mm ti screw blank 16mm 03.5 cortex screw w/2.5mm hex, lot number: h227965 (non-sterile), lot quantity: (B)(4), work order traveler met all inspection acceptance criteria. 64 pieces were scrapped in cell bag/label, final blank sort, for surface finish. Component part(s) reviewed: part number: 23040, ti4c ri3.58, lot number: 9985137, lot quantity: (B)(4). Certified test report supplied by perryman company dated 10-nov-2015 and approved certificate supplied to perryman company by timet dated 27-may-2015 were reviewed and determined to be conforming. Lot summary report dated 14-jan-2016 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent an open reduction internal fixation (orif) surgery for a fibula fracture on (B)(6) 2018. When the surgeon tried to fasten the third cortex screw on the one-third titanium (ti) tubular plate, the screw broke just under the screw head during surgery. The broken screw was removed with extraction tools. The other two screws were also removed from the plate. The plate was placed on the affected site again. The two unbroken screws and a new third screw were reinserted and tightened correctly on the plate. At that time, a threading cap was used. There was a surgical delay of thirty (30) minutes. The surgery was completed with no adverse consequence to the patient. Concomitant device: cortex screws (part/lot unknown, quantity 2). One-third titanium (ti) tubular plate (part 441.370s, lot 1l36713, quantity 1). This report is for a cortex screw. This is report 1 of 1 (B)(4).